Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device history lot part: 338.170; lot: 1049; manufacturing site: (B)(4). DHR not available as device is older than 20 years. At this time the manufacturing documents for instruments had to be stored for 10 years. DHR not available as device is older than 20 years. Investigation summary: visual inspection of the complained device shows that it is still in good condition. There are some very small dents visible which come from long term in use. Even this device is more than 20 years old, it could be used as intended. No damages which would not allow the tap correctly. No product problem could be identified. Therefore the received condition do not agree with the complaint description. This complaint is classified as not confirmed. We have to assume that intra-operative complications must have caused the reported problem which are not related to the dhs/dcs-tap. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, during an open reduction internal fixation (orif) a lc-dynamic hip screw (dhs) system was applied to surgery for femoral neck fractures. The surgeon proceeded with tapping a hole for an unknown lag screw using a dhs/dcs tap. Strong resistance was felt against the unknown t-handle though the tip of the dhs/dcs tap which did not reach the cartilaginous callus. Then, to prevent rotation of the femoral head, the surgeon inserted an unknown k-wire from another position and continued tapping. The surgery was successfully completed. There was a thirty (30)-minute surgical delay. There was no adverse consequence to the patient. Concomitant devices reported: unknown lag screw (part# unknown, lot# unknown, quantity 1); unknown t-handle ((part# unknown, lot# unknown, quantity 1); unknown k-wire (part# unknown, lot# unknown, quantity 1); this report is for one (1) tap for dhs/dcs 12.5mm diameter/220mm. This is report 1 of 1 for (B)(4).